Event description:
The md applied fixator to treat a midshaft femur fracture. Site was subsequently noted on x-ray that there was a slight loss of fracture length and the fracture was slightly varus. The fixator was removed and an im rod put in place.